Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, periodontal disease, local infection / subacute chronic osteitis, complication in site preparation (immediate implantation, primary stability only just achieved), immediate implantation, mobility.